Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a g5 mobile app interruption due to ios upgrade on smart device.no additional patient or event information is available.